Manufacturer narrative:
Other relevant device(s) are: brand name: micra. Model #: mc1vr01-delsys / expiration date: 28-nov-2022 / serial#: (B)(4). UDI #: (B)(4). No dev rtn to MFR? No. Mfg date: 21-jun-2021. Labeled for single use: yes. Information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure for the leadless implantable pulse generator (ipg), there were problems positioning in the septal position. During positioning the patient experienced cardiac tamponade from a perforation. Pericardiocentesis was performed. The ipg was attempted not used and replaced.  No further patient complications have been reported as a result of this event.